Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened, and procedure was aborted and successfully completed using an alternative system. The philips field service engineer (fse) inspected the system onsite and identified that the system did not boot up. Upon troubleshooting, fse replaced the flex vision pc, host pc and attempted to load the ghost image, but it did not work. Fse attempted to substitute the host pc. The fse indicated that the machine was in the process of being de installed. The problem remains unresolved, and the customer has expressed a desire not to pursue a resolution. The parts are return for further analysis and the cause of the host pc failure was dimms and the cause of the flexvision-2 pc failure was cmos battery. Investigation concludes that no further action is required currently. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.